Manufacturer narrative:
.

Event description:
The pt had reported on (B)(6) 2004 that his one touch basic test strips had no reaction or change of color. One control solution test was performed, which failed high outside the range. During troubleshooting, it was discovered that the meter was not cleaned according to the owner's manual. But, there is no evidence of any meter malfunction since the check strip test was within range. The pt had contacted the emergency services and rec'd dietary advice from a doctor. The pt is not on any diabetes medication and controls his diabetes through diet. He did not receive any treatment by the doctor. Therefore, there is no adverse event reported. The meter was in the correct unit of measurement. He had reported that the higher results on his meter had coincided with the change of test strip vial. He no longer had the test strip vial to provide the lot number. However, this case is reported as a strip malfunction due to the strips not reacting, and having no color change.